Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples of the incident lot were selected from bd inventory for evaluation and testing and upon completion, no issues relating to erroneous results were observed as replicates of retain samples tested were acceptable in terms of both precision and accuracy. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes experienced erroneous results after use. The following information was provided by the initial reporter: material no. 367962; batch no. 9095790. This is an intermittent problem we¿ve had ever since we started doing troponin testing. It has happened with regular serum separator tubes, quick clot, and the lithium heparin we are using now. Our protocol is to re-spin and repeat any abnormal result that doesn¿t have a matching history. I¿ve only had a couple reported to me since I asked the staff to send me the information. Specimen number: date: gender: dob: tube lot first result: repeat result after re-centrifuging: (B)(6), (B)(6) 2019, f, (B)(6) 1958, 9095790, 0.22, <0.03, (B)(6), (B)(6) 2019, m, (B)(6) 1957, 9095790, 0.11, <0.03.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes experienced erroneous results after use. The following information was provided by the initial reporter: material no. 367962 batch no. 9095790. This is an intermittent problem we¿ve had ever since we started doing troponin testing. It has happened with regular serum separator tubes, quick clot, and the lithium heparin we are using now. Our protocol is to re-spin and repeat any abnormal result that doesn't have a matching history. I¿ve only had a couple reported to me since I asked the staff to send me the information. Specimen number date gender dob tube lot first result repeat result after re-centrifuging ch192360088 8/24/2019 f 6/5/1958 9095790 0.22 <0.03 ch192350926 8/24/2019 m 11/29/1957 9095790 0.11 <0.03.